Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited variable pacing impedance measurements including high out of range pacing impedance measurements greater than 2,000 ohms. This resulted in activation of the lead safety switch (lss) feature to unipolar configuration. Technical services (ts) discussed potential causes and discussed the option of programming the lead configuration to unipolar pacing/bipolar sensing and discussed increasing the alert value in the remote home monitoring system. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.